Event description:
It was reported that during unloading the cot out of the ambulance, it was observed, that the cot fell down on the floor with the pt on it. After this the pt sustained a headache. No caregiver injury.

Manufacturer narrative:
Investigation still underway; further investigation into the details of the reported pt injury.